Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital after receiving patient notification. Oversensing was detected. Programming changes were performed. The patient was in stable condition.